Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: one (1) actual sample was received for evaluation. Visual inspection was performed on the actual sample which observed air bubbles in the line. A functional pump test was performed on the sample and it was noted that the set passed the pump test, however, small air bubbles were present. The reported condition was verified. The cause of the condition was not determined. Additionally, a functional test was performed on one (1) retention sample and no issues were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air bubbles were observed in the tubing of the unknown quantity of solution administration sets . It was further reported "a lot of bubbles" appeared "during use in free flow and rapid rate setting" patient infusions. There was no patient injury or medical intervention associated with this event. No additional information is available.